Event description:
The customer states that he obtained the blood glucose result of 520mg/dl on the accu-chek advantage system. He dosed himself with 10 units of novolog per sliding scale. He did not eat as usual due to the high result. One hour later, he felt hypoglycemic. He did not treat himself or take action. The customer felt that he should be hyperglycemic based on the 520mg/dl result. Six hours later, he continued to feel hypoglycemic and subsequently "passed out". His blood glucose was 20mg/dl on the professional meter. He received a glucagon injection from the paramedics and felt better 10-20 minutes following treatment. The customer was transported to the hospital. His blood glucose was 160mg/dl on the hospital meter. He was given food to eat. He was not admitted to the hospital. New system sent and return requested. The customer states that he does not have the original strip vial container.